Manufacturer narrative:
The investigation for the pump positioning issue has been completed. The returned device was visually inspected and the inner sleeve of the cath anchor was not within the cath anchor and several kinks in the catheter were observed. The cath anchor locking mechanism was functional. For the cath anchor inner sleeve to detach, the cath anchor halves had to be separated due to excessive force. Kinks in the catheter are also indicative of excessive force. The cause of the issue was excessive force on the cath anchor use related. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 61yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, the patient developed an ectopic heartbeat and it was noted that the tip of the device was against the mitral. Attempts were made to reposition the device, however, the impella locking device was said to have failed and repositioning was unsuccessful. The pump was subsequently removed as a result of the noted issue. There was no harm to the patient.